Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a missing set screw.

Event description:
It was reported that when connecting the lead to the implantable pulse generator (ipg) the setscrew stuck to the screwdriver and could not be pulled back. The ipg was exchanged for another device, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).